Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/pt contacted lifescan alleging the one touch ping meter displayed the "error 1" message. The medical surveillance specialist reviewed the customer care advocate (cca) documentation. The product was new (out of box). The complaint is being reported because the issue was not resolved through troubleshooting. The pt did not allege any injury or any treatment. Replacement products were sent to the pt.